Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct225, was performed on the left eye of a female patient because she complained of halos and glare and it affected her daily activities. Additionally it was reported that the iol was torn post insertion. Lens was replaced and the patient has recovered. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Since the serial number of the lens was not known, no manufacturing record review or a search on complaint history was not performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.